Event description:
No harm to patient. Three-way stopcock on the a-lines has caused multiple disconnection of a-lines. The connection is not secure enough and cannot be made more secure leading to disconnection.